Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they did use the bathroom yesterday and felt something go down their back and it was a strange feeling. Patient also said they didn't know what size the implant was supposed to be and it seems like it's flat but it doesn't seem like it was when they came home from the hospital. Patient said they were going up and down the other night and it took them a while to learn how to connect to their implant. Patient mentioned that their devices were not charging completely but agent advice to charge one device at the time. The patient was redirected to their healthcare provider (hcp) to further address the issue; patient mentioned their post op appointment was on january 20th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.